Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer reported an insulin flow blocked alarm. The customer stated that the rewind required, failed displacement test, and replaced the pump. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884, and mmt-332a. Troubleshooting was performed, and the serialized device was replaced. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. The customer was able to clear the error and was able to complete the rewind. No harm requiring medical intervention was reported. No product return is required for mmt-242a. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a

Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked, no delivery alarms noted during testing. Thus, software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on event date (B)(6) 2025 09:19:45.000, (B)(6) 2025 09:21:09.000, (B)(6) 2025 09:25:07 during prime. Also, pump error 23 on (B)(6) 2025 09:26:52.000, (B)(6) 2025 09:26:54. Due to pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm anomaly noted. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The sc1 cap locked properly into reservoir compartment during testing. Unit had scratched case. In conclusion, pump passed all testing required and device test failed, pump error 23, no delivery alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.